Event description:
The customer's family member said they could not wake up pt. Family member used the device to check pt's blood glucose and obtained a result of 300 mg/dl. Emergency medical tech's were called and they arrived and tested pt's glucose and the reading was 29 mg/dl. The emergency medical tech's started an IV and took pt to the e.r. Where they were given 12.5 mg of dextrose. Controls were not used on the system. The device was replaced and requested to be returned for eval.